Event description:
It was reported that this programmer was unable to be interrogated with two different programmers, and a magnet response was unable to be obtained. Technical services (ts) recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.